Event description:
It was reported that patient had experienced severe pain and swelling at ipg site and wrapping around the abdominal area. The patient was provided medication and muscle relaxer in the emergency room (ER).